Manufacturer narrative:
It is unknown whether this rv lead will be returned to boston scientific. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to some type of lead failure. There were no adverse patient effects reported.